Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the right ventricular lead increased and then dropped back down. The impedance spike may have been due to a connector or setscrew problem with the device. The lead and device both remain in use. No patient complications have been reported as a result of this event.